Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 (type I bone) in site (B)(4). Primary stability was exceptional due to the dense cortical bone. Osseointegration was not achieved. The clinician states that the lower denture was adjusted so implant was not loaded at the time of surgery. The clinician reports that the pt called to reported that the implant came out. The implant was lost on (B)(6) 2012 due to mobility. Medical history: no significant findings.